Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The date of this report is changed to july 17, 2019. The company was informed that the device will not return for analysis. A review of the device history record was completed and no anomalies were noted. The recipient is reportedly doing well. This is the final report.

Event description:
The recipient reportedly experienced a skin lesion and inner magnet extrusion. The recipient's device was explanted. The recipient was reimplanted on the contralateral side with another advanced bionics cochlear device.